Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that physician called reporting patient having symptomatic bradycardia and rates in the thirties according to a recent electrocardiogram (ECG) strip. Impedance and sensing trends within expected range. The implantable cardioverter defibrillator (ICD) appears to be failing to capture. The ICD remained in use, and troubleshooting to be performed. Follow up interrogation revealed sensing, impedance and thresholds were normal. Patient was having ventricular ectopy which may have been undersensed by telemetry falsely recording heart rates in the thirties. Physician informed of device check results, and interrogation report. The ICD remains in use, patient to be monitored with follow up visit. No patient complications have been reported as a result of this event.